Event description:
The customer alleged an intermittent no audio alarm. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device could not duplicate the reported issue with repeated testing. He checked all connections and harnesses. No parts were replaced. The unit passed extended self testing. It is not verified that there is no audio alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.